Event description:
I had to have the rest of my reproductive organs removed after having essure already removed in 2014. And left ovary removed in 2018. Went from healthy and having period with no cramps to feeling like I'm in labor, thinning hair, bloating, sore muscle and joints, constant cramps. I'm the first and only women in my family on both sides to ever have any problems or require surgery. FDA safety report ID# (B)(4).